Event description:
Hcp reported pt presented in 2003 with signs of an infection of the device pocket. These include fever, redness, and drainage. Cultures of the device pocket were obtained. Mrsa was the organism cultured. The pt was treated with IV antibiotics and total device system explant. Hcp reports patient's infection is now resolved with no drug withdrawal. Hcp reports pump has been reimplanted.